Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03285, 0002648920-2017-00654, 0002648920-2017-00655. Concomitant medical products: femur cemented cruciate retaining (cr) standard left size 6 catalog#: 42502606001 lot: 62876676 articular surface fixed bearing ultracongruent (uc) left 10 mm height catalog#: 42511200410 lot: 62461498 all poly patella cemented 32 mm diameter catalog#: 42540000032 lot: 62878103. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing pain due to incorrect size device implanted. It was suggested that patient undergo a revision, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.